Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400 coil). During the procedure, the pc400 coil unintentionally detached while being deployed in the aneurysm. A stent retriever device was used to remove the pc400 coil from the patient. The procedure successfully continued using a new pc400 coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly. The pusher assembly was kinked approximately 16.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and heavily damaged; some of this damage was due to removing the embolization coil from the tape on the sterile product pouch. The proximal constraint sphere was inside the distal detachment tip (ddt), and the polymer covering the most distal 1.0 cm of the pusher assembly was melted. Conclusion: evaluation of the returned device confirmed the coil was detached from the pusher assembly and revealed the proximal constraint sphere was inside the ddt. The presence of the proximal constraint sphere in the ddt suggests that a failure of the stretch resistant (sr) wire occurred, which would have caused the embolization coil to unintentionally detach. Sr wire fractures typically occur due to forceful manipulation of the pusher assembly against resistance. Further evaluation of the returned device revealed the pusher assembly was kinked and the distal polymer was melted. These damages are incidental and likely occurred after the pc400 coil was removed from the patient. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.